Manufacturer narrative:
Device evaluation by manufacturer: on (B)(6) 2018, a field service engineer (fse) followed-up with the customer over-the-phone to address the reported event. Fse had the customer reset the system by performing a version up, checking utilities, and changing the query from no to yes. The customer reported that in the barcode mode, patient samples are now coming across and transmitting, as expected. The instrument is now operating without any issues; the aia-2000 instrument is functioning as intended. No further action required from field service. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from (B)(6) 2017 through aware date (B)(6) 2018. There were no similar complaints identified during the searched period. The aia-2000 operator's manual under chapter 2 - system configuration and functionality provides guidance on system and lis (laboratory information system) configuration, including backing up the file configuration of the maxia software application. System backup - it is recommended that system files be backed up on a regular basis as a precaution against system failure. This can be done easily using the dvd-rw drive on the controller pc. Make sure that all operation has stopped, then save the entire c: \ maxia folder to the backup media. In addition, for operating modes: barcode mode - in barcode mode, assay request information is entered manually from the controller pc or downloaded from the host computer prior to assay operations. When a specimen container barcode is read, the system extracts information for that barcode from the assay request information received from the controller pc and performs the specified assay operation. The most probable cause of the reported issue was due to missing/corrupt files.

Event description:
On (B)(6) 2018, a customer reported that the barcode reads the patient ID but shows message "no assay required for this patient #"on the aia-2000 instrument. Customer is not able to run luteinizing hormone (lh ii), estradiol (e2), follicle stimulating hormone (fsh), and prolactin (prl) in patient samples. Field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for e2, fsh, lh ii, and prl. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.